Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to high out of range impedance twice. It was noted that there was oversensing of noisy signals that resulted in pacing inhibition and asystole. Technical services (ts) suggested following actions. The lead remains in use. No additional adverse patient effects were reported.